Event description:
Medtronic received a report that a pipeline could not open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the acomm aneurysm with a max diameter of 3.9mm and a 3mm neck diameter. The landing zone was 2.2mm distally and 2.8mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered and the pru level was 263. There was no change for the angiographic result post procedure. It was reported that as per doctor, the device was not opening at the distal end. The device was positioned in the straight segment but still failed to open. They tried resheathing and unsheathing but still the distal portion was not opening and hence device was removed along with microcatheter. More than 50% of the pipeline deployed when it failed to open. The pipeline was not placed in a bend, it was resheathed less than or equal; to two times during the process. Both the pipeline and the microcatheter were removed from the patient ancillary devices include a synchro guide wire, xt 21 microcatheter, neuron max sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.